Event description:
Customer called back and provided the lot number as well as the (B)(6) seller's name (otc outlet). Two boxes of strips have already been sent to the customer to replace the ones that do not work that came with his meter kit. Return email has been sent as well.